Manufacturer narrative:
(B)(4). Results of investigation: the carefusion factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue of fio2 being out of specification and isolated the issue to the blender. Factory service repaired the ventilator and returned it to specifications.

Event description:
The customer reported that when he tried to dial the fio2 (fraction of inspired oxygen) on the unit, he had to put the blender knob at about 7-10% higher in order to get the desired fio2. The unit was in use on a patient when this issue occurred. There was no patient harm/injury associated with this issue. The customer tried re-seating the blender knob, but the issue was not resolved.